Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem was resetting. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board, and there was liquid contamination on the battery board. The cause of the failure is the corrupted u13 component and the contaminated battery board. The root cause for the contamination was ingress of an unk liquid. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.